Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue with all the keypad buttons and under delivery was noted. Reportedly, there were no damages to the keypad cover and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 08/05/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged button tactile issue was duplicated. The pump powered on to the verify screen with the auditory and vibratory features. The keypad cover was undamaged while the contrast button was unresponsive. Pump casing was opened and evidence of moisture intrusion was found on the keypad connector wire as well as on the printed circuit board. Unrelated to the complaint, the display was found to have a reddish contrast.

Manufacturer narrative:
Follow-up #2: correction - the correct date of submission for follow-up #1 is returned pump was evaluated on 09/01/2015.